Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 08/23/2023. An investigation was conducted on 09/06/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned inside the loading device with the white plunger partially depressed and the blue safety off, which allows for the white plunger to be depressed. The seal and tension spring assembly was observed in the loading device window. A mechanical evaluation was conducted. The delivery device was removed from the loading device. The seal and tension spring assembly was in the delivery device but not in its normal loaded positions. The seal and tension spring assembly were removed from the delivery device with no physical or visual difficulties observed. There were no cracks or delamination observed on the seal. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.219 inches (rm2036883). The length of the delivery tube was measured at 2.47 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the investigation results and photographic evaluation, the reported failure "fitting problem" was confirmed as well as the analyzed failure "premature deployment" was observed. The lot # 3000298147 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) didn't work properly. The umbrella got stuck in the loading device at the end (charger). The spring could not be removed from the tube. The last step "remove the insertion device. Cover in doing so, the aortotomy continues down until the tension spring fully open and the seal correct positioned." Was not possible. A second device was used. This worked. There was a procedural delay. There was no harm to the patient.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.